Event description:
Patient reported that the (side by side) meter/hcp meter comparison results were 46 mg/dl (ss) versus 103 mg/dl (hcp), respectively (55% difference). The pt stated that pt was feeling lightheaded. Patient did not have supplies to do control test at the time. On follow-up, patient confirmed above information. Lfs representative reviewed qc procedures and discussed meter/lab comparisons with patient. There was no allegation of harm.